Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: during case camera signal goes in and out and says disconnected. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Probable root cause could be attributed to the camera head, a loose connection, or another unit used along the ccu when the issue was observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.